Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 15.4 mmol. It was stated that the insulin pump alarmed button error prior to the hospitalization, and the customer was unable to clear the alarm. It was stated that the customer was able to clear the alarm after removing the battery for 30 minutes. However, when the customer attempted to program a bolus, the numbers began ramping up on their own without input by the customer. Unable to check the programming due to the problems with the buttons. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. No ramping numbers noted. Unable to perform functional test including displacement test, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump had a missing end cap sticker.